Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed no defect that could have caused the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak occurred on a prisma flex hf1400 tubing. The leak was observed to be coming from a pin hole in the set that resulted in saline squirting out during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The initial MDR is being corrected to 24 may 2018. The external leak observed on a prismaflex hf1400 tubing occurred within a few minutes into treatment. Should additional relevant information become available, a supplemental report will be submitted.